Manufacturer narrative:
(B)(4). The device was returned. Visual, dimensional and functional inspections were performed on the returned device. The reported difficult to remove was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The armada device referenced in describe event or problem and concomitant medical products is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the mildly calcified, 99% stenosed de novo, distal posterior tibial. The command guide wire and the 2.0 mm x 200 mm x 150 cm armada 14 balloon dilatation catheter (bdc) successfully crossed the target lesion. The armada bdc was successfully inflated to 6 atmospheres without issue. However, resistance was felt with the guide wire during removal. The guidewire and the bdc were removed together as a single unit. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.